Event description:
It was reported that the patient explanted their system due to infection at ipg site moving up to the leads at an unknown date. (Manufacturer reference numbers:1627487-2024-07411, 1627487-2024-07412, 3006705815-2024-01835). During the explant, one of the leads fragmented, leaving a small part of the lead being left in the patient's body. As a result, surgical intervention was undertaken on (B)(6) 2024 where the fragmented piece of the lead was explanted to address the issue. The investigation did not determine which lead fragmented.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , batch: 3339636 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.